Event description:
It was reported that the patients o2 saturations and blood pressure dropped during the procedure. The physician performed a cardioversion. The patients vitals dropped more after the cardioversion. The cath team was called in. An impella and several stents were placed. The patient was stable at the time of the call. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).